Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. According to the complainant, the balloon was inflated to 2 atm in the left ureter when it burst. The balloon did not fragment inside the patient. A leveen inflator included in the balloon kit was used to inflate the balloon and there were no defects noted to this inflator. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the original leveen inflator. There were no other complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material fully deflated and wrapped around the catheter. A visual and tactile examination revealed a partial circumferential tear in the balloon material 30 mm proximal to the distal tip. Examination of the catheter shaft revealed no defects. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. According to the complainant, the balloon was inflated to 2 atm in the left ureter when it burst. The balloon did not fragment inside the patient. A leveen inflator included in the balloon kit was used to inflate the balloon and there were no defects noted to this inflator. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the original leveen inflator. There were no other complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).